Manufacturer narrative:
No other data was provided. The investigation did not identify a product problem. The investigation determined the issue is consistent with preanalytical sample handling issues.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial crep2 result was 15.3 umol/l. The patient had a second tube collected at the same time and the initial crep2 result was 117 umol/l. The first tube was repeated and the result was 117 umol/l. The second tube was also repeated and the result was 117 umol/l. No questionable results were reported outside of the laboratory. The reagent lot is 643180. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.